Manufacturer narrative:
Risk assessment indicates: severity: 3 (critical). Reason: according to the complaint description a moderate injury occurred due to a user error. However, the complaint behavior may potentially result in a serious injury. There are emergency off buttons installed and they have been used to stop the gantry motion. The user prevented from the occurrence of a serious injury. Probability: d (occasional). Reason: the system allows creation of a pause for imaging although no imaging is active. Thus it is possible, that the user makes a mistake during creation of the user defined pause, so that a pause is displayed even though no pause is active. According to the user manual the therapist must supervise the pt treatment all the time and stop any unexpected motion of the system before a pt is injured by moving parts. Further investigation is required for this event.

Event description:
A potential product issue has been identified with our artiste mv linear accelerator with it associated rt therapist product serial number 10004. In the abundance of caution this issue is being reported. During an auto-sequence consisting of four fields, a stop was inserted after the second field. An imaging segment was inserted as a pause. This segment was displayed as active although there was no imaging occurring during the segment. As a consequence, the gantry did not stop during the auto-sequence and there was an accident where the pt's leg was squeezed. This resulted in a minor injury to the pt that did not require medical intervention. It has been determined that the event was caused by user error.